Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot codes required were not provided. A two-year search of the complaint database against the provided product codes was conducted and no trends were identified. The root cause of the reported lps inserter version control breakage is attributed to hitting the device while removing the lps inserter extractor. The investigation could not draw any conclusions about the root cause of the reported inserter extractor breakage without the device to examine. Based on the inability to determine a root cause for the broken lps inserter extractor and the root cause of the broken lps inserter version control being secondary to the extractor breakage, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Update december 6, 2016: received complaint sample devices for evaluation: examination of the submitted device confirmed the reported breakage. The root cause is attributed to misuse. Based on the root cause determination of misuse, the need for corrective action is not indicated. Monitor complaints through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During impaction, the inserter broke; after the inserter broke, there was only one way for doctor to remove handle which was by hitting the version control piece which broke also.